Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the guidewire tip was torn on the lithotriptor. This occurred during a therapeutic endoscopic stone removal procedure. This was completed using a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, there was what looked like a piece of tissue attached to the guidewire tip. The guidewire tip was torn and fracture shape suggests a brittle fracture. Inspection of the fracture surface of the low-strength guide wire distal end revealed layered resin solidification and the presence of welds. Brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.